Event description:
Patient allegedly received an implant on (B)(6) 2008 via the inferior vena cava due to deep vein thromboses and pulmonary embolism. Patient is alleging vena cava perforation and tilt. The patient is further alleging pain, swelling in lower legs, pain in lower back and abdomen. Fear and anxiety that filter perforation will continue to cause internal damage that will result in death. Constant dreams that the filter will breakup and pierce my heart. Live in fear every day over this filter. Per the (B)(6) 2019, per a report from CT (computed tomography): ¿discussion: there is an inferior vena cava filter. The apex of the filter is in good position at the level of the inferior margins of the renal veins. The filter apex is tilted and abuts the left anterolateral wall of the inferior vena cava. No fracture of the filter struts is present. The posterior strut extends approximately 3.8mm beyond the wall of the inferior vena cava. The anterior strut does not extend beyond the wall of the inferior vena cava. The left lateral stress extends approximately 2.6mm beyond the wall of the inferior vena cava. There is no involvement of adjacent structures. There is no stenosis of the inferior vena cava.¿

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, d4, h4 and h6. H6 device code(s): pain, abdominal (1685), anxiety (2328). Appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: vena cava perforation, tilt, pain, leg swelling, back/abdomen pain, fear, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, leg swelling, back/abdomen pain, fear, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.